Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.

Event description:
Left thalamus (cm) depth lead secured with a dog bone with lead protection shows artifact on the ecog signal, indicative of a lead break. The lead was replaced on (B)(6) 2025.